Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer replaced the universal serial bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system barcode scanner was not working. The customer stated that they were able to obtain the required medications from other stations and there was no delay in accessing medication. There were no adverse events or injuries reported based on this event.